Manufacturer narrative:
No conclusion can be drawn.

Event description:
Patient sent email detailing non reportable irritation with acuvue2 lenses. The lenses are expired but states in the email that 5-6 years ago, he/she experienced medical concerns and visited several doctors stating "they could not figure out what was wrong with me, diagnosing me only with "eyeritis." The patient reports treatment with "eye drops gels" and made a full recovery. The patient reports the uncomfortable lenses were from the same batch worn when he/she developed the reported iritis. The patient has recently located information on the treating physician. The office has been contacted and records have been ordered. Lost history review was conducted on lot 9815249208. T he batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Customer feedback reveals no other complaints for this lot. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.